Event description:
Per provider the irc5p concentrator manifold is not shifting fully. Per the indepentant repair center there is alarming or red light. Additional malfunctions were the capacitor it defective, the pvc discolored, tie wraps leaking and the clamps are leaking.